Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level with ketones; however, the exact value was not provided. The customer's father administered a manual injection. During troubleshooting with tandem's technical support, it was noted that there was an air bubble in the luer lock and that the site may have been the cause. The contact indicated that the infusion set would be changed.